Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Customer alleged the personal profile settings had been incorrectly input into the pump which resulted in the low bg. Reportedly, the customer consumed carbohydrates to address bg level. Recommendation was made to discuss diabetes management with a health care professional.